Manufacturer narrative:
Complaint confirmed. The precise cause for a broken knee scorpion tip insert could not be determined. The mating part (needle) used in the event was not returned. Standard function test could not be performed. Broken tip insert was returned along with complaint device. Knee scorpion tip insert component hardness to be within specification during device history record review.

Event description:
It was reported via FDA medwatch report ((B)(4)) that an arthrex knee scorpion instrument broke off inside the patient. The surgeon retrieved and removed the broken off portion. The medwatch report listed the device part number as ar-4550,meniscal root kit (lot 10178171. Ar-4550). Additional information obtained 2/11/2019: the facility has confirmed that the knee scorpion device that broke was not a component of the ar-4550 meniscal root kit, therefore making the part number reported by the facility, on the medwatch, incorrect. Correct part number was not provided. The procedure date was (B)(6) 2018. Procedure was an arthroscopy right knee with medial and lateral meniscectomy, chondroplasty of the patella and patellofemoral groove and multicompartment synovectomy. When the surgeon was starting to place the second suture closer to the mid portion of the meniscus between the free edge and the rim, as the suture was passed, the scorpion device broke. The fragment of the inferior jaw of the scorpion device with a probe was brought back to the front and grasped and removed without difficulty. The pieces were confirmed to fit together. There were no missing portions of the meniscal scorpion. A single suture was placed to stabilize the posterior horn of the medial meniscus. A flipcutter was used to create a 6mm well adjacent to the posterior horn attachment of the medial meniscus. The area was trimmed up using the shaver and because of the meniscal scorpion braking the surgeon could not pass another suture in that posterior aspect of the meniscus. The surgeon elected to go with a medial meniscectomy in the area of the tear posteriorly. Additional information obtained 2/12/2019: it was discovered that the incident was originally reported to arthrex on 1/29/2018 ((B)(4)). The initial report contained the correct instrument part number, ar-12990 knee scorpion (lot 71599). The initial report confirmed the device piece was retrieved but provided no information with regard to how the case was completed or that the surgeon elected to go with a medial meniscectomy. At initial report this was determined to be a non-reportable event due to the lack of newly obtained information. The device was returned for evaluation under the initial report file ((B)(4)).